Event description:
Post implant intervention. Six hours post implant, the graft limbs occluded. An angioplasty was performed and additional stents were placed in the limbs to resolved graft limb occlusion. The patient was reported to have narrow and tortuous access arteries and common iliac artery attachment sites. Stents were placed bilaterally to treat graft limb stenosis.